Event description:
A 2.0mm diameter x 10mm length sprinter legend rapid exchange (rx) balloon was used in an attempt to pre-dilate a lesion at the 2nd right posterior lateral. Prior to this attempted ballooning, the physician used a rotablator to scrape the lesion due to the severe calcification of the lesion. This attempt was not successful. A 1.5mm x 10mm length sprinter legend rapid exchange (rx) balloon was then successfully used. The 90% stenosis still remained, which further indicates the calcified, stenotic nature of the lesion. It has been confirmed that the device was inspected prior to use without any abnormalities being noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (99% stenosis at target lesion, severe calcification). Eval, conclusions: device failure/lack of effectiveness related to pt condition (99% stenosis at target lesion, severe calcification). Eval summary: the device was returned to medtronic for eval. Negative prep was performed and a continuous flow of bubbles was noted. On inflating the device, a longitudinal tear measuring approx 5mm from the distal cone moving in a proximal direction along the balloon working length was identified.